Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device was discarded.

Event description:
Customer reports that they were referred a patient from a general dentist (gd) practice for a loose abutment. Implant was eventually removed due to the loosening abutment.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay investigation results and additional information. The following sections are being reported: h6: type of investigation code: 4111 and 4114 were added. H6: investigation findings code: 3221 was added. H6: investigation conclusion code: 4310 and 4315 were added. The reported event is non-verifiable with the information provided and without return of the device. Based on the evaluation, the device malfunction could not be verified. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. The reported event could not be recreated without return of the device and the complaint is related to the functional performance of the product. A definitive root cause could not be identified. However, as per the risk management file, rmf rm-00057-haz rev 10, the failure modes for the reported event is customer error in screw torqueing. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.